Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his left side and under the rear therapy electrodes. Patient described the rash as red with little bumps like a heat rash. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to remove the lifevest while the irritation was present and to apply aloe vera cream and take benadryl. Follow up indicated that the skin irritation is improving.